Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4- model#. Investigation/evaluation: it was reported that a hole was observed in one of the catheter lumens of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. The failure was discovered after the device had been in use. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures and manufacturing instructions, as well as visual inspection of the returned device, were conducted during the investigation. The supplied multi-lumen catheter from an unknown lot was received in a used and damaged condition. Specifically, the white hub extension tube, identified as number three, has several tears in the tubing. A leak test confirmed leakage in this area of damage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. The review of device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Cook also reviewed product labeling: cook also reviewed the current product labeling. Instructions for use (IFU) document c_t_ctulmabrm_rev7 [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: intended use ¿ power injection of contrast media* * the flow rate may not exceed 10 ml/sec. Warnings: ¿ the safe and effective use of central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. ¿ do not power inject if maximum injection rate cannot be verified to meet limit of 10 ml/sec. ¿ to safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. ¿ do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Evidence gathered upon review of the dmr, IFU, DHR, design history file, and returned device suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that excessive use of the blue clamp to the extension tube contributed to the noted damage, but this cannot be confirmed without additional information regarding the procedure. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hole was observed in one of the catheter lumens of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. The failure was discovered after the device had been in use. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray device rpn: c-utlmy-701j-rsc-abrm-hc-fst-a-rd this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.